Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer refilled/overfilled a cartridge and the cartridge leaked from the bottom. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 100 mg/dl.